Event description:
The hospital reported that midway through an endoscopic vein harvesting procedure, staff noticed that the plastic jaw cover was missing from the hemopro tissue welder's jaw. They looked for it and could not find the broken plastic jaw in the leg or outside of the patient. The plastic jaw cover could not be found. Staff thought it was probably broken and fell off somewhere on the floor. A replacement unit was used to complete the procedure. The hospital did not report any patient complications.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B) (4).